Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was implanted; however, upon removal of the sheath the lead dislodged. The lv lead was explanted and replaced with another lead. No patient complications have been reported as a result of this event.